Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo_13.2 implantable collamer lens, of diopter -12.0/3.0/171 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2024. The lens was exchanged for with a same model but shorter length lens due to excessive vault. This resolved the problem. Cause of event was reported as unknown and unknown if the device failed to perform as intended.